Manufacturer narrative:
(B)(4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing good was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cranial plate fixation procedure on (B)(6) 2010 and a suture was used. The middle of the body of the needle broke when the surgeon pulled it up after a few stitches using an instrument under the skin. No fragment remained in the patient's body. There was no adverse consequence to the patient.